Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
An event involving an ICU medical tubing reported that tubing with leak issue. There were patient involvement and no reported harm/adverse event reported.

Event description:
Additional information was received stating that when the customer connected the device to the patient, blood started flowing backward and leaking out the hole. They were able to save the IV and use other tubing, so the patient did not need a second stick. No harm reported as consequence of this event.